Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated, and the reported gripper actuation issue was due to procedural conditions as the grippers were noted to be actuating as expected during preparation and they were also able to lower/raise once troubleshooting was performed and they were freed from the leaflets. The reported difficult to remove also appears to be due to procedural conditions as the grippers were stuck on the leaflets during the procedure until they were freed. The mitraclip instructions for use (IFU) warns "identify gripper orientation." Based on this information, the reported improper or incorrect procedure or method (failure to follow instructions) appears to be related to user not following steps per the IFU as it was reported that they forgot to perform the gripper orientation identification in the left atrium; however, the IFU deviation did not contribute to the reported event of gripper actuation and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip delivery system (cds) was inserted and simultaneous grasping was performed; however, the physician noticed that the grippers did not drop and remained against the shaft of the delivery catheter (dc). Troubleshooting was performed and the grippers were successfully lowered. Grasping was against performed and the grippers were lowered. The grippers were then attempted to be raised, but the leaflets appeared to be stuck on the leaflets. In an attempt to raise the grippers, they were cycled a few times; however, this was unsuccessful. The physician decided to invert the clip and carefully move away from the leaflets. The leaflets were successfully freed, and the clip was brought back into the left atrium (la) for repositioning. It was noted that once the clip was released from the leaflets, the grippers were able to be raised. The clip was then successfully deployed on both leaflets. An additional clip was implanted, reducing mr to a grade of 1-2. It was noted that during the procedure, the gripper orientation was not performed in the left atrium. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.